Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxb00, +22.5 diopter) was explanted from patient¿s operative eye because patient was unhappy with the amount of reading that could be done with the lens. Reportedly lens with model zcb00, +22.0 diopter was used as replacement for the patient. No further information provided.

Manufacturer narrative:
It was learnt that there was no patient injury, no other surgical intervention necessary. Patient was reportedly much happier with near and far vision and uses readers, over the counter glasses. The following sections have been updated accordingly: age/date of birth: (B)(6). Date of event: (B)(6) 2018. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. Dr (B)(6). Occupation: physician. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.